Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7 mynx grip vascular closure device (vcd) ruptured. Hemostasis was achieved with manual compression for less than 30 minutes.there was no reported patient injury. The failed mynx vascular closure device (vcd) was accidentally disposed of and will not be available for return. The device was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. Femoral artery suitability, including sheath insertion angle, was verified on angiography or venography. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity. Peripheral vascular disease/calcium was present in the vicinity of the puncture site. The mynx vascular closure device (vcd) was prepared according to the instructions for use. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure at the first stop. There was no visible damage to the distal end of the sheath after removal. The device was discarded and not returned for evaluation.